Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose vs blood glucose discrepancy and the sensors were hard to insert. The customer reported no adverse event. The event involved product(s) mmt-5120c1. Troubleshooting was performed for sensor glucose vs blood glucose discrepancy and the insulin delivery was not suspended due to sensor glucose vs blood glucose difference. The blood glucose value from the reported event was 90 mg/dl. The sensor glucose value from the reported event was 65 mg/dl. Sensor glucose and blood glucose difference was 25 mg/dl. The difference was not within the target range and was more than 30%. The customer didn't take medication such as acetaminophen, paracetamol, or hydroxyurea (also known as hydroxycarbamide). Troubleshooting was performed for inserter issues and the customer reported excessive resistance when pressing the inserter against the body to insert sensor no harm requiring medical intervention was reported. The product mmt-5120c1 will be returned for analysis.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.